Event description:
I purchased a dario glucometer that works with a cell phone for my personal use and within a few days of use, I realized it was 30 points less than my other glucometer. I was registering a glucose of 66 and I had no symptoms of hypoglycemia so I rechecked it with my other glucometer several times and each time it was 30 points less.